Event description:
A customer contacted baxter's technical service ctr requesting assistance with a manual drain. The home pt stated that she felt cold and overfilled and was experiencing abdominal discomfort. The baxter technical service rep (tsr) started a manual drain. The drain volume was 3745 ml in the manual drain. The fill volume was 2200ml. Tsr assisted in ending therapy.